Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reason for reoperation was rupture and capsular contracture, baker grade IV. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Health professional reported left side rupture and capsular contracture, baker grade IV. Device was explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: crease fold, voids in the gel and weight to the spec. No observed openings in the device. Cloudy was observed after autoclave disinfection process. Based on the device analysis the final assessment is: no issues found related with the manufacturing process. No openings observed in the device.

Event description:
Health professional reported left side rupture and capsular contracture, baker grade IV. Device was explanted.